Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A supplies manager reported a dialyzer blood leak during a hemodialysis (hd) treatment. Additional information was received from a facility administrator in an email on 1-30-2025. The manager reported that the blood leak occurred as soon as the blood reached the arterial part of the dialyzer. The blood pump stopped immediately. The manager explained that the leak was visually observed in the dialyzer fibers. The blood leak was described as being an internal blood leak. The machine being used was a fresenius bluestar machine and it did alarm with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 100 ml. There was no patient injury beyond the blood loss, adverse events, or medical intervention required as a result of this event. The treatment was completed on the same machine with new supplies. The device is not available to return to the manufacturer for evaluation. The patient dialyzes 3 times per week. Patient has been doing hd treatments for approximately 2 years.

Manufacturer narrative:
Plant investigation: the complaint is not confirmed. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A supplies manager reported a dialyzer blood leak during a hemodialysis (hd) treatment. Additional information was received from a facility administrator in an email on 1-30-2025. The manager reported that the blood leak occurred as soon as the blood reached the arterial part of the dialyzer. The blood pump stopped immediately. The manager explained that the leak was visually observed in the dialyzer fibers. The blood leak was described as being an internal blood leak. The machine being used was a fresenius bluestar machine and it did alarm with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 100 ml. There was no patient injury beyond the blood loss, adverse events, or medical intervention required as a result of this event. The treatment was completed on the same machine with new supplies. The device is not available to return to the manufacturer for evaluation. The patient dialyzes 3 times per week. Patient has been doing hd treatments for approximately 2 years.